Event description:
It was reported that the physician was using an evac 70 xtra for tonsillectomy and adenoidectomy procedure and had complained that the electrodes on the wand were wearing down more than anticipated, requiring the physician to retrieve another wand in order to complete the procedure. Some time post-operative the pt experienced bleeding at the surgical site. Details regarding treatment administered and the states of the pt to date is unk. No other complications were reported as a result of the event.